Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump did not alarm; however, he did receive a no delivery alarm a change of the infusion set and reservoir. Customer had a bent cannula. The blood glucose reading at the time of the event was 500 mg/dl. Customer was vomiting, sweating and chest pains. Hospital treated with two bags of saline and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.